Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pace/sense portion this right ventricular (rv) lead was capped due to unknown product performance issue. Additional information indicated that this rv lead exhibited high pacing threshold. The lead remains in service. No additional adverse patient effects were reported.